Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's wife had called 911 due to hypoglycemia episode. The patient's blood glucose levels reached 30 mg/dl. It was also stated that the patient did not provide information with symptoms and duration of the medical attention. The patient was treated with glucose. Patient reporting going to the pharmacy to get a new supply of insulin pods and was unable to obtain them. Patient reported giving himself an injection of rapid acting insulin and going to bed. Patient reported he should not have done that. Three follow ups were attempted but no new information was provided.